Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) stopped transmitting glucose readings to the ilet, resulting in signal loss and elevated glucose levels via fingerstick; after guidance to re-pair the sensor, readings resumed and glucose trended down. The user experienced a glucose peak of 401mg/dl with no associated clinical symptoms. Outcomes included no health consequences or lasting impact. User support included communication with the user, analysis of information provided, and review of device interoperability. Investigation of this case revealed an intermittent communication failure associated with the electrical subsystem and antenna component, consistent with an interoperability problem between the dexcom g7 and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.